Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 451 mg/dl. The customer stated that the insulin pump had insulin flow block alarm. Customer allegedly said that the insulin pump had issue. Customer was unable to completed the troubleshooting for insulin flow block alarm. The insulin pump was not returned for analysis.